Manufacturer narrative:
(B)(4). Corrected information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch pdh976, mfg. Date: 4/26/2019; exp. Date: 3/31/2024; batch pcq475, mfg. Date: 3/28/2019; exp. Date: 2/29/2024. A manufacturing record evaluation was performed for the finished device possible lot numbers and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: it was reported pull off - suture needle. Two unopened samples of product code 8702, lot # pdh976 were returned for analysis. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off - suture needle was found, and the tested sample met the finished goods requirements. Additional h3 investigation summary: no product related to lot number pcq475 was received for evaluation, instead the following was received. An empty labeled winding former, a detached needle, a suture piece and a needle/suture piece of product code 8702, lot # pdh976 were returned for analysis. The product code is double armed. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole, the end of the suture was examined and the swage end is present. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, a pull out was noted; however, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pcq475, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a femoral to popiteal artery bypass graft procedure on (B)(6) 2019 and suture was used. During the procedure, the needle popped off the swage point while suturing the femoral artery to popiteal, unknown loop. The doctor had to remove the old suture and used a second like suture to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.